Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the trigger was jammed and the saw head housing showed signs of wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear on the components from use. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the coating was flaking off the battery oscillator device. The reporter further clarified that there was no specific event, just a gradual wear and tear. During in-house engineering evaluation, it was observed that the trigger was jammed. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.